Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the patient that their device did not work; that their device has not worked since implant. The patient reported they told their health care physician (hcp) in 2007. The patient stated that they have been using a catheter for years and it was noted they were going to follow up with their health care physician (hcp).on (B)(6) 2019, the patient reported that they never had to be cathed until after getting this implant which has greatly impacted them and that it has also destroyed their sex life. When asked to clarify the device issue, the patient stated that it never worked for them. The patient stated the health care physician (hcp) had made several adjustments but it didn¿t help. The patient reported that stimulation was sporadic and that they though something was wrong with a connection or something. The patient reported that they didn¿t feel anything at the moment of this call and they didn¿t know whether the device was on or off. The patient mentioned that their programmer was destroyed in a fire so the patient was given the number for foundation care so they could get a new programmer. It was noted the patient didn¿t have a current managing hcp so hcp listings were sent to the patient. The patient wanted a new manufacturer representative (rep) to check their device as they did not know if it was on or off. The patient was given information for their hcp to contact the national answering service to acquire a rep¿s assistance. The patient also reported on (B)(6) 2019 that their unit had moved twice and stated that they were burned out twice from home and that the unit had not helped them. The patient could not be clarified further. There were no further complications reported.